Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that upon disconnect of a 24 hour pump infusion, it was noted that the medication bag was still completely full. However, the pump stated all 500 milliliters were given and 0 milliliters were remaining. There was no alarm or error message noted on the pump, or that the patient had experienced, as well as all the clamps were correctly handled. Unfortunately, due to the medication's longevity of only 30 hours, the infusion could not have been restarted with a new pump and the patient given the medication. The pump was running at 20.8 milliliters per hour. The medication was administered through a large bag along with an administration set. Clinical stated the wrong tubing was being used. The patient was not affected. There was no patient injury.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damages or other defects were detected on the sample. Functional testing found no discrepancies were detected on the sample the test successfully passed with a result of -6.927% (average delivery error acceptable is -7% to 7% (see disposable accuracy test report) thus, the failure mode reported is not confirmed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).